Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned products confirms the central screw has fractured and all the pieces were returned. Fracture surface analysis performed on the central screw sample showed that it fractured due to fatigue. The material analysis was confirmed to be within the specifications. Surgical notes for revision of unknown hemi arthroplasty were provided and reviewed. The operative notes confirmed glenoid degeneration and metallosis in implantation of an anatomical hemicap prosthesis; however, the details of second revision were unknown. Radiographs were reviewed and identified. Right total shoulder arthroplasty with fractured central screw of the glenosphere as well as a tiny screw fragment inferior to the glenosphere of uncertain etiology. The device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: ref 115330 lot 524470 glenosphere baseplate 28mm. Ref 113616 lot 731130 stem 16x55mm. Ref 115370 lot 792280 humeral tray 44mm. Ref 180551 lot 065780 locking screw 20mm. Ref 180551 lot 574820 locking screw 20mm. Ref 180553 lot 641270 locking screw 30mm. Ref 118001 lot 327750 taper adaptor. Ref 115320 lot 913550 glenosphere 41mm. Ref xl-115366 lot 664940 humeral bearing 44mm.

Event description:
It was reported patient underwent initial right hemiarthroplasty. Subsequently, the patient was revised to a reverse total shoulder arthroplasty approximately 13 years post implantation due to metallosis and glenoid degeneration. The patient was again revised due to fracture of the central screw. Additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown minibaseplate. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the central screw on a minibaseplate comprehensive inverse fractured. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.